Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilization. Concomitant products included amlodipine for hypertension. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('cramps') in a 52-year-old female patient who had essure (ess205) inserted for female sterilization. Concomitant products included amlodipine for hypertension. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.